Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed the device gave an "abnormal energy delivered" message when performing a test shock and the energy delivered was 240 joules at a selected energy level of 200 joules. As a result, the wrong defibrillation therapy may be delivered to a patient. There was no patient use associated with the reported event.